Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, foam particles inside the blower kit were found in contamination findings. Hair was also found. There was a contamination from cigarette smoke or insect infestation. The cosmetic defect found was a scratched ui panel. The connector was completely destroyed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.